Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the btt short port on the vasoview hemopro 2 had a small leak and the cradle would not retract back into the cannula. The same device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; there were bubbles observed out of the inflation port between the btt body and the inflation port. While we are unable to conclusively determine a root cause, each btt goes through a full inflation and deflation inspection prior distribution. Add'l eval needed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. A supplemental report will be submitted when the eval is completed. (B)(4).